Event description:
Home patient (hp) reports hp was connected to homechoice device before hp should have been, during prime. Baxter technician assisted hp in ending treatment and restarting with new supplies. No patient injury or medical intervention required per hp.